Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The monitor was returned for evaluation at the distribution. The reported problem (service code 204, damaged electrode belt receptacle) has been confirmed. Upon investigation the monitor was unable to connect to an electrode belt, preventing proper communication. The monitor's electrode belt connector was damaged, preventing a secure connection. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 204 (belt/monitor unusable) and had a damaged electrode belt receptacle.